Event description:
The customer reported that check vent proximal pressure sensor auto zero failed. The customer stated that he just replaced the air/o2 flow sensor assembly. The customer reported that the unit was not in use on a patient. The issue was discovered during servicing. The customer contacted product support and discussed the operation of the auto zero solenoids and advised customer to check that the solenoids were properly seated in the data acquisition (da) pcba and to check the data acquisition (da) to motor controller (mc) pcba cable for proper seating. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10. The flow sensor assembly was returned to the product investigation lab with a watchdog timer 100b. The customer complaint was verified. Root cause for the watchdog timer 100b which is associated to the pressure and flow related issues noted by the customer is due to physical damage noted on u1 of the o2 sensor assembly. H11. Updated contact information and contact office entity.